Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip could not be deployed inside the patient. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The device was returned without the over-sheath. It was also noted that the catheter was bent at the distal section. Microscope examination was performed, and it was found that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. Functional evaluation was performed using a tortuous fixture and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu)/product label, as the over sheath was completely removed and was not returned with the device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on march 03, 2021. It was reported to boston scientific corporation that the sheath was completely removed prior to the procedure which is not describe in the instructions for use. As per instructions for use (IFU), the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.